Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer has not responded. (B)(4).

Manufacturer narrative:
The customer's biomedical engineer reported the r.t. Cleared the problem with the ventilator. No repairs were necessary. It was deemed to be user error.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.